Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis found visually, the device was returned in a broken condition. The inner shaft was broken 0.714 inches from the distal end of the inner hub to the broken point. There were traces of striations noted at the broken point of the shaft. There was no damage noted on the irrigation port, the outer or inner hubs, and on the diamond tip. However, the distal end of the outer tube was damaged/indented. There was also a solid white occlusion with brown contamination on it found inside the diamond tip. A stylette was used in attempt to remove a white occlusion, and it could not be removed, it remained inside the diamond tip. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, five burs tip was broken. There were no fragments detached from the three burs. The fourth bur broke and separated around 37 mm from the distal tip. The fifth bur broke and separated around 46 mm from the proximal tip. Number of rotations was 12000. All the burs were used with same m5 handpiece. There was a procedural delay of ten minutes and the surgery was completed using another bur. There was no patient injury.